Event description:
No new information for this event description.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient stated that they had a dental procedure on tuesday to have a tooth pulled and part of the bridge fixed. Patient stated that the dentist used an electro surge device. Patient asked if that would have done anything to their device as patient didn't turn stimulation off beforehand. Patient mentioned that their device had been working perfectly at the intensity they had and one night they couldn't fall asleep because their leg hurt from the intensity and the next night they could fall asleep but one leg where they feel the zit and couldn't get comfortable it hurt. Patient confirmed that it was the right hip. Patient decreased the stimulation setting last night in the middle of the night in hopes that it would help and said afterwards they went to sleep and didn't get up again. Reviewed compatibility guidelines. Patient will maintain stimulation level and will continue to track symptoms. Patient called back regarding going to the dentist and their ins as previously noted. Patient mentioned dentist used ultrasonic tool as well. Reviewed compatibility guidelines. Patient mentioned they have bipolar and their anxiety is "out the door". Pt called back again regarding electrosurgery dental tool and compatibility with device. Pt services reviewed compatibility info and recommended dental office call in for guidelines if needed. Redirect to doctor if issue persists.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.